Event description:
It was reported that after a supply change, blood glucose remained elevated and a large amount of insulin was delivered without adequate glucose reduction, consistent with hyperglycemia and a suspected infusion or supply issue with the ilet system. Symptoms included high blood glucose. Outcomes included troubleshooting and education, and shipment of replacement cartridges and steel infusion sets. Investigation included customer interview and technical review. Investigation of this case revealed a cause that could not be determined. It was concluded that the device function issue could not be confirmed and the root cause remained unknown.